Event description:
Device report 1 of 2: ref MFR report: 1627487-2012-07088. It was reported the pt had experienced the system to become hot and subsequent skin peeling while recharging the device. A replacement charging system was sent to the pt which resolved the issue. On (B)(6) 2012, st jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
This ipg serial number is included in a field correction and a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.